Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Installed a water filled reservoir, primed insulin pump, monitored for three days, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s nurse reported via phone call that the insulin pump had the over delivery of the insulin. Customer alleges the insulin pump. Customer¿s blood glucose level was 60 mg/dl at the time of the incident and the current blood glucose value of the customer was 185 mg/dl. The customer was treated with the food. The customer was assisted with the troubleshooting. Based on the customer report proceeding in troubleshooting the customer was alleging the insulin pump for over delivery of the insulin. The insulin pump will be returned for the analysis.